Event description:
The customer reported the system shut down without command then failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system repairs were not disclosed. However, no parts were necessary.